Event description:
The customer reported a leak from fitting ff172 of the coulter lh 500 hematology analyzer while performing maintenance. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/15/2015. The fse found a leak at the tubing through pinch valve pv48 which also goes to fitting ff172. The fse replaced the tubing, which repaired the leak. The fse also found the voltage and scatter gain were out of the specified range. The fse replaced the laser and aligned the flowcell to resolve the voltage and scatter gain issue. The repairs were verified per established procedures. (B)(4).